Event description:
Client fell due to defective walker. Product involved was an invacare walker 6291-jr. Pt's shoulder was bruised but pt refused to go to dr's office. Spoke w/pt's daughter, she also states mother will be fine & no dr is needed.